Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was between 300-500 mg/dl. The customer's advised of 24 hour helpline and backup plan. The customer hasn't made any adjustment. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).